Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
It was reported to philips the device did not work properly. There was no patient involvement.